Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a cat underwent an animal surgery in 2020 and the suture was used for continuous suturing. A cat was presented with suture tearing in the seams, broke post-op.

Manufacturer narrative:
Date sent to the FDA: 04/14/2020. (B)(4).